Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. Internal inspection revealed all tubing is routed incorrectly as well as the solenoid mount being broken. The service technician replaced the solenoid mount and all tubing. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 is auto cycling and displaying a high pressure of 90. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.